Event description:
It was reported that at a routine device follow-up, this implantable cardioverter defibrillator (ICD) could not be interrogated. Different programmers were tried without success. The device did not emit beeping tones when a magnet was applied. It was noted the remaining longevity was nine years at the follow-up in (B)(6) 2017. Premature battery depletion was suspected, and the device was explanted and replaced the following day. No additional adverse patient effects were reported.

Manufacturer narrative:
The explanted device was received and is undergoing laboratory analysis. This report will be updated when analysis is complete. Patient code 3191 captures the reportable event of surgery, performed to explant and replace the device. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device had no output or telemetry function. The titanium case was opened and the battery was removed so that an external power supply could be connected to the device for further analysis. A higher than normal current drain was observed. Electrical testing isolated the high current condition to a low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.

Manufacturer narrative:
The explanted device was received and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that at a routine device follow-up, this implantable cardioverter defibrillator (ICD) could not be interrogated. Different programmers were tried without success. The device did not emit beeping tones when a magnet was applied. It was noted the remaining longevity was nine years at the follow-up in (B)(6) 2017. Premature battery depletion was suspected, and the device was explanted and replaced the following day. No additional adverse patient effects were reported.